Manufacturer narrative:
A ge representative evaluated the system and replaced the brake handle. System operates as intended.

Event description:
Customer reported the flip flop brake handle is missing. No patient injury was reported.